Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine infection ("uterine infection") and genital haemorrhage ("abnormal bleeding (general)") in a 32-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's past medical history included rhinitis. Concurrent conditions included overweight and upper respiratory tract infection. Concomitant products included hydrocortisone acetate (anucort-hc) for constipation, ibuprofen for migraine and headache as well as medroxyprogesterone since (B)(6) 2007 and norethisterone (norethindrone) since 2007. In 2007, the patient had essure inserted. In 2008, the patient experienced migraine ("migraine"), headache ("headaches") and libido decreased ("diminished libido"). On (B)(6) 2008, the patient experienced abdominal distension ("bloating"). In (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia"). On 11-sep-2008, the patient experienced uterine infection (seriousness criteria medically significant and intervention required), bacterial vaginosis ("bacterial vaginosis") and vulvovaginal mycotic infection ("yeast infection"). In 2009, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding"), constipation ("constipation"), weight increased ("weight gain") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2010, the patient experienced depression ("depression") and anxiety ("anxiety"). In 2018, the patient experienced pruritus ("itching"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), dysmenorrhoea ("painful menstrual cycle"), abdominal pain ("abdominal pain"), urinary tract infection ("urinary tract infection"), nausea ("nausea"), weight fluctuation ("weight fluctuation") and back pain ("back pain"). Essure treatment was not changed. At the time of the report, the uterine infection, genital haemorrhage, pelvic pain, dysmenorrhoea, abdominal distension, abdominal pain, vaginal haemorrhage, dyspareunia, constipation, bacterial vaginosis, urinary tract infection, vulvovaginal mycotic infection, migraine, headache, nausea, depression, anxiety, pruritus, weight increased, libido decreased, weight fluctuation, back pain and menorrhagia outcome was unknown. The reporter considered abdominal distension, abdominal pain, anxiety, back pain, bacterial vaginosis, constipation, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, libido decreased, menorrhagia, migraine, nausea, pelvic pain, pruritus, urinary tract infection, uterine infection, vaginal haemorrhage, vulvovaginal mycotic infection, weight fluctuation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.3 kg/sqm. Most recent follow-up information incorporated above includes: on 5-jul-2018: plaintiff fact sheet received. Events added from pfs- abnormal bleeding (menorrhagia). Concomitant disease, historical condition were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), uterine infection ('uterine infection') and genital haemorrhage ('abnormal bleeding (general)') in a 32-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's medical history included rhinitis. Concurrent conditions included overweight, upper respiratory tract infection, heavy menstrual bleeding and abnormal uterine bleeding. Concomitant products included hydrocortisone acetate (anucort-hc) for constipation, clobetasol for itching, ibuprofen for migraine and headache as well as medroxyprogesterone since (B)(6) 2007 and norethisterone (norethindrone) since 2007. In 2008, the patient experienced migraine ("migraine"), headache ("headaches"), nausea ("nausea"), pruritus ("itching") and libido decreased ("diminished libido"). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced abdominal distension ("bloating"). In (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia"). On (B)(6) 2008, the patient experienced uterine infection (seriousness criteria medically significant and intervention required), bacterial vaginosis ("bacterial vaginosis") and vulvovaginal mycotic infection ("yeast infection"). In 2009, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding"), constipation ("constipation") and heavy menstrual bleeding ("abnormal bleeding (menorrhagia)") and was found to have weight increased ("weight gain"). In 2010, the patient experienced depression ("depression") and anxiety ("anxiety"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("painful menstrual cycle"), abdominal pain ("abdominal pain"), urinary tract infection ("urinary tract infection"), weight fluctuation ("weight fluctuation") and back pain ("back pain"). The patient was treated with surgery (robotic assisted laparoscopic total hysterectomy. Bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, uterine infection, genital haemorrhage, dysmenorrhoea, abdominal distension, abdominal pain, vaginal haemorrhage, dyspareunia, constipation, bacterial vaginosis, urinary tract infection, vulvovaginal mycotic infection, migraine, headache, nausea, depression, anxiety, pruritus, weight increased, libido decreased, weight fluctuation, back pain and heavy menstrual bleeding outcome was unknown. The reporter considered abdominal distension, abdominal pain, anxiety, back pain, bacterial vaginosis, constipation, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, heavy menstrual bleeding, libido decreased, migraine, nausea, pelvic pain, pruritus, urinary tract infection, uterine infection, vaginal haemorrhage, vulvovaginal mycotic infection, weight fluctuation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.3 kg/sqm. Most recent follow-up information incorporated above includes: on 7-oct-2021: mr received. Essure removal details, reporter and medical history were added. Action taken with drug updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine infection ("uterine infection"), pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal bleeding (general)") in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's concurrent conditions included overweight. In 2007, the patient had essure inserted. In 2008, the patient experienced migraine ("migraine"), headache ("headaches") and libido decreased ("diminished libido"). On (B)(6) 2008, the patient experienced abdominal distension ("bloating"). In (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia"). In (B)(6) 2008, the patient experienced uterine infection (seriousness criteria medically significant and intervention required), bacterial vaginosis ("bacterial vaginosis") and vulvovaginal mycotic infection ("yeast infection"). In 2010, the patient experienced depression ("depression") and anxiety ("anxiety"). In 2018, the patient experienced pruritus ("itching"). On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), dysmenorrhoea ("painful menstrual cycle"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("heavy vaginal bleeding"), genital haemorrhage (seriousness criterion medically significant), constipation ("constipation"), urinary tract infection ("urinary tract infection"), nausea ("nausea"), weight increased ("weight gain"), weight fluctuation ("weight fluctuation") and back pain ("back pain"). At the time of the report, the uterine infection, pelvic pain, dysmenorrhoea, abdominal distension, abdominal pain, vaginal haemorrhage, genital haemorrhage, dyspareunia, constipation, bacterial vaginosis, urinary tract infection, vulvovaginal mycotic infection, migraine, headache, nausea, depression, anxiety, pruritus, weight increased, libido decreased, weight fluctuation and back pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, anxiety, back pain, bacterial vaginosis, constipation, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, libido decreased, migraine, nausea, pelvic pain, pruritus, urinary tract infection, uterine infection, vaginal haemorrhage, vulvovaginal mycotic infection, weight fluctuation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Most recent follow-up information incorporated above includes: on 4-apr-2018: pfs received:the event abnormal bleeding (general), dyspareunia, constipation, bacterial vaginosis, urinary tract infection.,yeast infection, uterine infection, migraine, headaches, depression, anxiety, itching, weight gain, diminished libido, weight fluctuation, back pain, essure confirmation test not done added. Reporters added incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.